Manufacturer narrative:
Versys head pn: 00801803202/ ln: 61261968 reported event was confirmed by review of x-rays provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown versys head ¿ unknown part and lot; 00620005822 ¿ triology cup ¿ 61260634; 00630505832 ¿ xlpe liner ¿ 61204724; 00625006530 ¿ bone screw ¿ 61265375. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01245; 0002648920 - 2019 - 00219; 0001822565 - 2019 - 01246.

Event description:
It was reported that a patient experienced multiple dislocations approximately 9 years post initial right hip arthroplasty. About a month after the most recent dislocation, patient underwent a revision surgery and debridement of a pseudotumor. During the surgery, the surgeon noted a membrane diffusely about the entire anterior aspect of the hip consistent with a pseudotumor, exuberant amount of clear, slightly purulent material, loss of soft tissue posteriorly and anteriorly, and a stripping of the lateral and posterior acetabulum. There was also black material over the taper consistent with corrosion. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.